Manufacturer narrative:
The device was returned for an investigation. The reported event of unexpected shutdown was confirmed. The investigation determined an electrical component failed on the motherboard printed circuit board (pcb), which caused the unexpected shutdown. After replacing the pcb, proper device operation was observed through functional and performance testing. Ventec further investigated the removed pcb and found that diode, designator d200x, was shorted.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed the device to unexpectedly shut down while in use. There was no patient involvement.